Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 batch #: 16071237/15564053 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not able to get coverage in her right sided pain area due to high impedances. It was noted that one of the leads did not work. The patient underwent a procedure wherein the patient¿s leads were replaced with a paddle lead. The physician suspected malfunction. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-4316, batch #: 16071237/15564053, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that one of the leads was not working. It was noted that the electrode was out. The patient underwent a revision procedure wherein the leads where replaced and the clik anchors were explanted.